Manufacturer narrative:
(B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption. Analysis of the device revealed that the device failed to meet specifications; the device passed dimensional verification and functional testing. However, visual examination indicated mild to moderate abrasions on the pump and impeller surfaces. Independent pathology report revealed evidence of thrombus within the pump. The mechanical abrasions, observed on the lower housing surface and the matching inferior surface of the impeller, are indicative that external factors, such as thrombus formation, may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation.

Manufacturer narrative:
High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hematuria and elevated ldh, indicators of hemolysis, may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus, hemolysis and stroke are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Hematuria and elevated ldh, indicators of hemolysis, may be due non-device related causes or shearing within the pump, and may lead to the disruption of the integrity of the erythrocyte membrane. Thrombus, hemolysis and stroke are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines) to avoid thrombus formation while the system is implanted. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported pump high watts, suspected thrombus and stroke. However, the patient's subtherapeutic inr within the week prior to the event and possibly positioning of the outflow graft/kink may have contributed to the events. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the hospital clinical engineer that the patient called to report several high watt alarms. The patient reported feeling a "grind around the vad" about 1-2 seconds before the high watt alarm activated. Hematuria was also reported; the patient disclosed that he had coke-colored urine that started earlier. Inr 3.2 and ldh 575 on admission. Log files were sent to the manufacturer's representative which showed: above normal power consumption and 40 high watt alarms. The patient admitted for IV anticoagulation and closer monitoring on (B)(6) 2015. Overnight, the patient was started on heparin. The high watts limit kept being increased to try and alleviate the alarms, but when raised, it would end up alarming again about an hour later. The cardiologist did a bedside echo and raised the speed to 2520 which produced no changes seen in the echo or vad parameters. The patient was transferred to cvicu to be more closely monitored. In the morning of (B)(6) 2015 the ldh was 1961 with an inr of 3.3. Cv surgery was consulted and transesophageal echocardiogram (tee) was scheduled. The tee was then cancelled with surgery for pump exchange performed in the early afternoon with an intra-op tee performed. No thrombus was seen with the intra-op tee. It was reported that there may have been a small kink in the outflow graft, but nothing was noticed within the outflow graft at the time of exchange. The patient had right-sided parietal embolic cerebral vascular accident (cva) diagnosed on (B)(6) 2015 via CT scan. The patient was with remnant speech deficits and slight memory issues. The site speculated that a possible thrombus went all the way through the pump. The patient did have a sub-therapeutic inr approximately 1 week prior to the pump exchange. Further investigation is in progress.